Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 17 october 2025, a patient presented with grade 3 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was successfully placed upon deployment a single leaflet detachment (slda) occurred and the clip was no longer attached to the septal leaflet. A second triclip was selected and placed centrally to stabilize the first clip and the procedure was discontinued. The final tr was grade <1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported single leaflet device attachment (slda) was due to challenging imaging, since a deep esophageal long-axis view could not be obtained. The reported poor image resolution could not be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.